Event description:
It was reported that during a shoulder procedure, the shaft of the barrel bur unit heated up. Further, at the entry point the pt's skin was burned. It was further reported that the account is not sure which product caused the burn.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.